Event description:
A customer reported that the piston was not moving to administer insulin with a new cartridge. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer went through the load process with a new cartridge and resumed insulin therapy.